Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-05. H6: investigation summary: one sample associated with reported incident reference pr (B)(4) was returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2010091, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The followinng information was provided by the initial reporter: when pulling up api from a vial into the syringe, water ran down the pestle. With other syringe and same vial and same chemfort adaptor the problem did not occur. So the fault is probably in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: when pulling up api from a vial into the syringe, water ran down the pestle. With other syringe and same vial and same chemfort adaptor the problem did not occur. So the fault is probably in the syringe.